Manufacturer narrative:
The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The affected device was returned inside a 4f merit medical prelude pro introducer sheath with about 2 mm of the device tip and a partially released stent protruding from the distal end of the introducer sheath. The retractable shaft of the affected device is severely deformed (i.e. Compressed) over a length of about 62 mm, starting at the proximal end of the introducer sheath. Outside of the deformed zone, the retractable shaft diameter complies with the specification. Scratch marks and indentations were observed at the distal end of the retractable shaft, at the device tip and at the distal end of the introducer sheath. The safety button at the handle is in the locked position. The partially released stent is slightly deformed at its distal end. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection, and the outer shaft diameter is measured to 100 percent. Based on the conducted investigations, no material or manufacturing related root cause could be identified. The 4f merit medical prelude pro product label indicates an inner diameter of 1.3 mm. The inner diameter of the returned introducer sheath was found to be 1.47 mm. These values do not meet the specifications of pulsar-18 t3 (4f, >1.52 mm). The most probable root cause for the reported event is therefore related to a tolerance issue between the pulsar-18 t3 and the introducer sheath used in the intervention.

Event description:
While advancing a pulsar-18 t3 peripheral self-expandable stent system through a 4f sheath, it partially deployed itself within the sheath, leaving a small portion of the stent protruding out of the end inserted in the patients vessel. This caused the device to become stuck within the sheath. Both, sheath and deployment device were removed and exchanged. This did not cause any trauma to the patients vessel.